Event description:
Reporter alleged discrepant blood glucose results of 189 mg/dl on the compact plus system compared to the doctors measurement of 70 mg/dl when testing was performed back to back. The location of the testing was not provided andthe exact time between testing was not provided other than the reference to the values being taken close together. Customer indicated not having any high or low glucose symptoms at the time of the testing. As a result of the comparison, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. The compact plus system: meter and compact test strip drum lot number 20660741 with an expiration date of 03-31-2008.

Manufacturer narrative:
The suspect product is the compact test strip drum.